Manufacturer narrative:
The soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. In addition, no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.